Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for separates during use with the incident lot was not observed. Additionally, functional tests were performed on 10 retained samples, and no separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 13 of 20. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the holder gradually unscrews until it ejects and becomes completely detached from the male luer adapter during blood draw of one patient sample. No adverse impact was reported regarding the patient or user.